Event description:
Consumer reports toothbrush head disengagement. This is reported as a malfunction with the potential to cause serious injury. A minor injury, "it hit me in the gums", occurred.

Manufacturer narrative:
Additional information: the lot number provided is for the handle. The head was manufactured at the following location. (B)(4).